Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced a high continuous glucose monitor reading of 400 for about one hour, and the person observed insulin leakage from the connector or cartridge while using an inset infusion set and an fsl3+ cgm; the individual planned to change the cartridge and connector upon returning home. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding the specific device problem and component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.